Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). The device was discarded after the event and was not available for return. The device history records could not be reviewed, as no lot information was available; it is not suspected that the product failed to meet specifications. The reamers are used for treatment. Based on information provided, a definitive root cause of the event cannot be determined.

Event description:
It is reported that during surgery, the reamer broke at the junction between the rod and motor connection.